Manufacturer narrative:
Continuation of d10: product ID 97791 lot# unknown product type accessory. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead. H3. Analysis found non-conformances with the lead. It was identified that all the conductors were broken; 34.8 cm from the proximal end of the lead. Based on our analysis, we conclude that the returned lead was related to the reported event of the high impedances and loss of simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the neurostimulation system not working, and not applying stimulation. Patient unsure about falls, but may have had undesirable movements or activities that contributed to the event. Troubleshooting was performed. Impedance measurements were taken during follow-up after patient showed up reporting malfunctioning neurostimulation. Impedances were 40,000 ohms on contacts 0-7. Lead dysfunction was noted. After multiple impedance measurements, the lead was explanted and replaced with a new lead. Issue was resolved. Patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-oct-2025, UDI#: (B)(4). E1 phone number: (B)(6). H6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.